Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had an infection with sepsis. A revision was performed and the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead were explanted. In addition, there was removal difficulty met during the explant of this lead. There were no additional adverse patient effects reported. The previously capped rv lead was returned for analysis.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had an infection with sepsis. A revision was performed and the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead were explanted. In addition, there was removal difficulty met during the explant of this lead. There were no additional adverse patient effects reported. The previously capped rv lead was returned for analysis.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed only the proximal segment of the lead was returned. The lead passed the electrical performance testing indicating the conductors were intact. A visual inspection revealed no anomalies on the segment of lead returned.